Event description:
It was reported that when advancing the guidewire (subject device) in a microcatheter inside the patient, the proximal portion which was outside the patient broke off. There is no problem with the current patient condition and there were no reported consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and found with bends along the length, which likely were damaged during use. Ptfe (polytetrafluoroethylene) coating was scraped/peeled on the proximal section, which appeared to be due to the torque device, and the guidewire was broken approximately mid shaft. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Since the device dfu specifically precautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause is likely related to the dfu instruction not being followed. Sem (scanning electron microscopy) micrographs were obtained on the proximal and distal separation sites. Review of the sem micrographs showed signs of a ductile dimpling. No other anomalies were noted, which was confirmed through discussions with the manufacturer. This issue is associated with a product that meets design and manufacture specifications, and was used in accordance with the dfu, but due to procedural factors/operational context during use, the device was damaged and performance was limited.

Event description:
It was reported that when advancing the guidewire (subject device) in a microcatheter inside the patient, the proximal portion which was outside the patient broke off. There is no problem with the current patient condition and there were no reported consequences to the patient.